Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17856. It was reported that the patient presented in the hospital for a generator changeout procedure for normal battery depletion and a lead revision procedure. Upon review, the right atrial lead and right ventricular lead exhibited reproducible noise. During the procedure, it was noted both leads had insulation tears. The physician explanted and replaced both leads. The patient was recovering post-procedure.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 10.6 cm for the reported events of insulation damage and noise. Visual examination found an external insulation abrasion exposing the outer coil caused by friction to the device can from 6.8 cm to 7.3 cm from the connector pin, as well as procedural damage at the cut end of the lead. Conductor fractures were noted due to procedural damage. The reported events of noise and insulation damage were confirmed and attributed to the external insulation abrasion.